Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle papillon vision meter was reviewed and the dhrs showed the freestyle papillon vision meter passed all tests prior to release. Dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified low meter results when compared to unspecified readings obtained on laboratory meter. As a result, customer experienced a loss of consciousness, and received unspecified third-party treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified low meter results when compared to unspecified readings obtained on laboratory meter. As a result, customer experienced a loss of consciousness, and received unspecified third-party treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified low meter results when compared to unspecified readings obtained on laboratory meter. As a result, customer experienced a loss of consciousness, and received unspecified third-party treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and strip insertion. Control solution testing was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.